Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had a broken atrial port and a damaged ventricular port. It was noted that the display wires are pinched with the wire insulation exposed. It was also noted that there was a backlight issue due to a connector on the main printed circuit board (pcb). It was further noted that the hanger assembly, upper case and lower case were broken. Furthermore it was noted that one knob was contaminated and that the encoder stem was contaminated but functional. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial port and a damaged ventricular port. The epg was returned for repair and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.